Event description:
Patient had heartware hvad left ventricular device in place and was on our general cardiology floor (not in the ICU) with plans to work toward discharge home. Patient was found unresponsive in his room in the morning when the staff heard his vad alarming for low flow. Medical emergency was called and patient was resuscitated and sent to the ICU. He died several days later of an anoxic brain injury. The concern with this device is that the alarm was difficult to hear behind the closed patient door. There is no ability to tie this device in with other alarms, say the call light system so that the alarm can be heard in the hallway. The alarm also started out at a "moderate" alarm level which is not very loud, but then slowly increased in volume to the point the staff could hear it even with the door closed. This may be a design flaw. I understand these devices are intended for patients to be at home, however while they are still in the hospital it would be good to have a fail safe way of hearing the alarm earlier. The family declined an autopsy so we don't know if this delay in care (roughly 4 minutes) due to not hearing the alarm contributed to his death or not.